Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, review of the device memory indicated that the device underwent a reset after explant. Following the reset, the device reverted to a safety fallback mode with limited programmability in which single chamber pacing and defibrillation therapy were available. Analysis concluded the reset happened at the same time as a battery measurement, leading to the fallback mode.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD)was returned for disposal. Routine initial device testing found it was received in factory fallback mode. To date, there have been no reported adverse patient effects related to this clinical observation.